Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. J1 pin 1 was found to be bent/damaged.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator battery pins were damaged. There was no patient involvement.